Event description:
Internal programming history for this vns patient was reviewed. A programming anomaly occurred on (B)(6) 2009 (adjusted date (B)(6) 2009), as the generator had been programmed at 2/30/5000/30/3 magnet 2.25/500/60, but upon interrogation on (B)(6) 2009 (adjusted date (B)(6) 2009) returned 0/30/500/30/5 magnet 0/500/60 as settings without any previous programming step. This was due to the performance of a generator diagnostic on the same date, which switched off the device. The parameters were changed to 2/30/5000/30/5 magnet 2.25/500/60. The off time was not corrected until (B)(6) 2009 (adjusted date). User error caused event as generator diagnostics are only intended to be performed during surgery.

Manufacturer narrative:
Analysis of programming history.